Manufacturer narrative:
Unit passed displacement test and self test. Pump error 15 and pump error 4 noted in pump history file due to software error. Faultnumber = inverse check (15). Linenumber = 213. Filenumber = 30. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm during bolus delivery. It seemed that pump did restart and got battery error during. Customer replaced battery after pump did restart did rewind pump and everything seemed fine. Self test okay. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.